Manufacturer narrative:
Pump received with no act and up button response due to corroded keypad traces. Unable to verify battery out of limit alarm anomaly due to no act button response. Pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported of not being able to clear a battery out limit alarm due to buttons not responding. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.